Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that after an initial implantation of the plate on (B)(6) 2022 the plate broke post-op without external forces. The patient went to the hospital and received the diagnosis that the plate broke on (B)(6) 2022 and the revision surgery was then performed on (B)(6) 2022.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the ar-2651cl plate was broken within the 5th screw slot, between the ce mark and the batch number. The width and thickness of the plate were measured and found to be within tolerance. The cause of this remains undetermined.